Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with button error alarm. It was reported that the buttons were unresponsive. It was reported that the pump would be replaced. No further information provided.